Event description:
Healthcare professional later reported capsular contracture, baker grade iii and the following non-device related events; "thyroid lump, normal thyroid function tests", "multiple nodules and cysts involving both lobes and also within the isthmus".

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma, capsular contracture baker grade unknown.

Event description:
Patient reported for right side "implants were removed because they gave cancer". Healthcare professional later reported "patient requested change to small implants due to weight loss" (not device related). There were "incidental findings of seroma and abnormal capsule" (capsular contracture baker grade unknown), "routine biopsied breast implant capsules showed right side breast implant-related lymphoma", and "minor swelling on the right chest wall." Pathological marker "cd30 strong diffuse positive" was provided. Pathological marker alk1 is not reported. Device was explanted. Treatment: device explant, en-bloc complete capsulectomy.